Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported that a patient was revised due to luxation and pain.

Manufacturer narrative:
Other device used: catalog #00434904011, tm reverse glenosphere, lot #61753783; catalog #00434903811, tm reverse baseplate, lot #61966821; catalog #00434901013, tm reverse humeral stem lot #61960491 the operative notes did not indicate anything out of the normal other then it noted the patient has very poor glenoid bone quality. The provided operative notes do not contain details on joint tensioning. Joint tensioning is based on the surgeon's clinical evaluation. The provided x-rays were reviewed by an external health care professional. The review indicated the humeral component is subluxed anteriorly. Their analysis also denoted a relatively high positioning and superior tilt of the base plate/ glenosphere. However alignment of the base plate to the glenoid and glenosphere to the base plate could not be evaluated with the provided x-rays. As returned the glenosphere's articular surface is extremely worn. This wear appears to be the result of repeated contact with the humeral stem. Due to this contact the humeral stem is also extremely worn. The returned base plate exhibits damage to its taper. Due to the previously mentioned damage dimensional analysis could not be performed. Review of the device history records for the poly liner, base plate, humeral stem and glenosphere did not find any deviations or anomalies. With the provided information an exact cause could not be determined.

Manufacturer narrative:
This report will be amended when our investigation is complete.